Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Component code: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. When were the needles were popping off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please confirm the quantity of needles that popping off from the suture reported in this file: did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Events reported via: 2210968-2022-10251, 2210968-2022-10266, and 2210968-2022-10270.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needles were popping off more frequent than usual. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.